Manufacturer narrative:
(B)(4). Based on the initial visual inspection it has been determined that this is a reportable event. The made aware date is (B)(6) 2013. Once the full evaluation is complete a follow-up medwatch will be submitted. Device evaluation anticipated, but not yet begun.

Event description:
The actual complaint sample was returned and based on the initial investigation it has been determined that this is a reportable event. The "made aware date" is (B)(6) 2012. The guide wire got stuck inside the catheter during needle retraction. Additional attempts have been made to obtain more case details. Patient is reported to be fine.

Manufacturer narrative:
The actual device used in the case was returned and evaluation. Visual examination of the guide wire revealed that the guide wire was broken. The guide wire has extensive damage as approximately 10mm of the guide wire tip is missing. The guide wire measures approximately 299.1cm. The guide wire has multiple kinks and bends between 111cm to 142cm from the proximal end. An attempt to locate the tip of the guide wire within the guide was unsuccessful. The account was contacted and advised that the tip of the guide wire was missing. The account verified that the guide wire tip was not inside the patient. The lot number for the device is unknown and therefore, a review of the device history record can not be performed. The event is confirmed for tip broke off. The analysis is complete as of today (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.